Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan (lfs) (B)(4) alleging that his onetouch verio iq meter read inaccurately high in comparison to another meter. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2016, he obtained a result of 13.7mmol/l on the subject meter compared to 10.6mmol/l on another meter (ge200), performed within 30 minutes of each other. The patient manages his diabetes with insulin (self-adjuster) and made no change to his usual diabetes management routine as a result of the alleged issue. The patient reported that 2 hours after the alleged issue began he developed the symptoms of sweating, fatigue and heat flashes no treatment was specified; however the patient subsequently adjusted his insulin from 30 units of lantus insulin to 20 units on (B)(6) 2016. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used to obtain the result. Replacement products were sent to patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.